Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was severely calcified, 90-95% stenotic and was located in the left main artery. The physician used a mach1 6f guide catheter and a terumo runthrough guide wire to access the lesion. The terumo guide wire was then exchanged for a csi coronary viperwire guide wire, and a csi 1.25 coronary orbital atherectomy device (oad) was loaded onto the guide wire. The physician successfully completed two runs at low speed. He then performed an angiogram and noted a perforation. The physician resolved the perforation by performing balloon angioplasty at 8atms for 10 seconds. He followed up angioplasty with placement of a stent and aborted further intervention. The patient status remained stable throughout the procedure.